Event description:
A cartridge change error was reported with the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. To resolve the issue, the customer followed instructions from technical support, which included inspecting and cleaning the pump's pneumatic tap area and successfully loading the cartridge onto the pump, allowing them to resume insulin delivery.